Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the broach adapter device, and it was determined that the adapter device failed functional assessment due to the guide pin being damaged and the attachments could not be attached or removed. It was determined that the most probable cause for the damaged guide pin was due to the broach not properly being secured prior to impacting by the user (improper handling). Therefore, the reported condition that the broach adapter device did not hold the broach was confirmed. The assignable root cause was determined to be traced to the user, which is user error. UDI ¿ (B)(4).

Event description:
It was reported that during cleaning it was observed that the broach adapter device did not hold the broach. During in-house engineering evaluation it was determined that the guide pin was observed to be damaged, and attachments could not be attached or removed. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.